Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 207 was found during evaluation. No other malfunctions were reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code was confirmed due to a faulty lamp. However, the specific cause of the faulty lamp was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii xenon light source had a e207 spare lamp error. There were no reports of patient involvement.